Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cycle power message. The system was completely down. There is no report of death or serious injury associated with the event.